Manufacturer narrative:
The pt remains on lvad support with this pump. He is currently reported as being sedated and ventilated in the ICU. The hospital described the pump as running well, but the prognosis of the pt was described as "poor". No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.

Event description:
The pt was implanted with a left ventricular assist device. Approx 1 year post-implant, the distributor reported that the pt had previously suffered from gi bleeding. As a result, aspirin had been stopped and the pt was on warfarin only. Subsequently, while at home, the pt became breathless and was admitted to his local hospital, then transferred to an implanting center. The pt may have suffered cardiac arrest during this period, but when transferred to the implanting hospital, the pt was stable with a pulsatility index (pi) of 2, power at 7w, and international normalized ratio (inr) of 1.7. An echo was performed and the cardiologist believed that a clot was present in the pump inflow.